Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specifications.

Event description:
Information was received that reported a patient was hospitalized in 2007 due to an incident of diabetic ketoacidosis. Reporter called requesting a new pump stating that the current device "is broken" and "it quit working". The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.